Event description:
The customer observed falsely depressed creatine kinase results for one patient. The following results from one patient were provided: sid (B)(6). Initial run (error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿). Dilution: 1:2, no result ec1350. Results were generated with diluted sample (1:10): <70 u/l. Repeat run on sn (B)(6). (Error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿), dilution:1:2, no result, ec 1350. Dilution:1:10, result >42670 u/l. Sid (B)(6). Initial run (error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿) diluted specimen 1:2, no result ec 1350. Diluted specimen 1:10; result:<70 u/l. Repeat run on sn (B)(6). (Error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿), dilution:1:2, no result ec 1350, dilution:1:10, result >42670. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
Corrected data: a1 - patient identifier updated to reflect one patient. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect creatine kinase reagent lot 72896un23 was identified.

Event description:
The customer observed falsely depressed creatine kinase results for one patient. The following results from one patient were provided: sid (B)(6) initial run (error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿) dilution: 1:2, no result ec1350 results were generated with diluted sample (1:10): <70 u/l repeat run on sn (B)(6) (error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿), dilution:1:2, no result, ec 1350 dilution:1:10, result >42670 u/l sid (B)(6) initial run (error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿) diluted specimen 1:2, no result ec 1350 diluted specimen 1:10; result:<70 u/l repeat run on sn (B)(6) (error code 1350 ¿unable to calculate result no absorbance reads within absorbance range¿), dilution:1:2, no result ec 1350 dilution:1:10, result >42670. No impact to patient management was reported.